Event description:
It was reported that bd alaris smartsite needle-free valve had splash back the following information was received by the initial reporter with the verbatim: the incident description (if provided) is as follows; overpressure of CT power injectors with the use of bd smartsite needle-free valves. Multiple events of this since the introduction of these valves on site, but increased frequency over the last week. Stock on site that has increased failure is from lot 102525 exp date 2025-10 pressure issues seem to occur primarily with high flow examinations (ctca, CT angiograms). The valves are patent and work fine when flushed with saline. The contrast line is firmly screwed onto the bung with visible activation of the valve fluid path. Unfortunately pressures with contrast coming through. When we disconnect the contrast line there is clear pressure built up as the contrast then squirts all over the patient's arm upon disconnection. Our immediate action is to change the bung, and run a test injection bolus of saline to assess new bungs patency. There might be scope of these bungs failing more drastically and resulting in extravasations should the valve decide to work and allow the high pressure buildup flow of contrast into the patients vein.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.